Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked during set up for peritoneal therapy. The nurse stated that a fluid leaked out of the door membrane and the inside was wet. Renal therapy services initiated a swap of the device and discussed the use of continuous ambulatory peritoneal dialysis. There was no patient injury or medical intervention associated with this event. No additional information is available.